Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed pump error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Device was received with a vertical crack in the battery threads located above the left belt clip rail.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm as well as had crack at back of insulin pump rim of the battery compartment. Customer's blood glucose level was unknown. Customer declined troubleshooting for power error detected alarm and was assisted with troubleshooting for insulin pump damage. Customer stated that they had inserted new battery the bar was in red, they inserted several batteries and none of them was work, then customer inserted a third battery it did work and insulin pump had power error detected alarm. The device will be returned for analysis.